Event description:
Mxp32199598; ra601037 a customer complained to the orthocare helpdesk on (B)(6) 2023 after obtaining discrepant positive b(abo2) antigen typing results for one patient using ortho bioclone anti-b lot bbb821ax in manual slide method. Complainant/complaint reporter: (B)(6) date of event: (B)(6) 2023 reported on: (B)(6) 2023 by (B)(6) to the orthocare helpdesk reagents: anti-b (murine monoclonal blend) bioclone for slide, tube and microplate tests lot bbb821ax expiry date 31 may 2024 manufacture date 31 may 2022 patient information: no transfusion history; new patient the customer reported that on (B)(6) 2023, they had tested a patient sample for abo forward typing using ortho bioclone anti-b lot bbb821ax in manual slide method and that they had obtained a positive reaction with the anti-b reagent. The customer reported that the ortho manual slide method for abo forward gave a result of ab d(rh1) positive. No further detail provided. The customer reported that on the same day, they had retested this patient sample for abo forward and reverse typing using an alternative commercially available method (diamed card) and that they had obtained a negative reaction with the anti-b reagent. The customer reported that the diamed abo forward and reverse card test gave a result of a d(rh1) positive. No further detail provided. The customer reported that on (B)(6) and (B)(6) 2023, they had tested new blood draws on each day from this patient sample for abo forward typing using ortho bioclone anti-b lot bbb821ax in manual tube method and that they had obtained a positive reaction with the anti-b reagent however when testing using an alternative commercially available method (diamed card) during abo forward and reverse typing that they had obtained a negative reaction with the anti-b reagent on both occasions. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported event.

Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. The customer stated a whole blood sample was used which is not aligned with ortho's recommendations. The instructions for use for slide method for ortho anti-b bioclone states: 1. Wash red blood cells at least one time in isotonic saline. 2. Prepare a 35% red blood cell suspension in isotonic saline. The most probable assignable cause of the discrepant positive b(abo2) typing results is protocol related, associated with the customer not preparing the patient sample as recommended in the IFU. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent to perform as intended. In mitigation, as per the precautions in IFU for ortho bioclone anti-b blood grouping reagents point 9 ¿¿erroneous results may be obtained due to improper technique in performing any diagnostic test¿. No further complaints of this type have been received from the customer site since the time of the reported events.